Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked top case in the front. During analysis, the reported issue was able to be duplicated. It was noted that the main board no longer operated properly as a result of normal wear and this was the cause of the reported issue. Service replaced the main board and upgraded the software to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that the main board of a smiths medical medfusion pump needed to be replaced and upgraded. No adverse effects were reported.